Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. Therefore, no root cause could be determined.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their vela ventilator is giving transducer fault and is failing transducer calibrations. There was no patient involvement associated with this event.